Manufacturer narrative:
The pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. The pump was received with minor scratches on lcd window. The pump was received with cracked case at display window corners, reservoir tube, and reservoir tube window and battery tube threads. The pump was received with corroded battery tube.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 130mg/dl. The customer states they have woken up as low as 34mg/dl. The customer states they have been treating with food. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.